Event description:
It was reported that on (B)(6) 2023, an unknown size valve was chosen for implant using a large flexnav delivery system. During procedure, when the physician tried to insert the sheath into the patient with tortuous femoral anatomy, the sheath portion of the flexnav was broken. A new large flexnav delivery system was chosen and completed the procedure without any complications for the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of insertion difficulty and torn material was reported. Information from the field indicated that when the physician tried to insert the sheath into the patient with tortuous femoral anatomy, the sheath portion of the flexnav was broken. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no related incidents were found for this lot. Based on available information, the reported event is related to patient condition (tortuous femoral anatomy). There is no indication of a product quality issue with regards to manufacture, design, or labeling.